Event description:
The customer reported a blue fluid leak of approximately 15ml from the right side of a coulter lh 500 hematology analyzer during startup. The leak was not contained within the instrument and ambient temperature error messages were reported by the customer at the time of the occurrence. The customer could not identify the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/23/2015. The fse replaced the yellow striped tubing at pinch valve (pv37) to resolve the leak. The fse did not observe ambient temperature errors. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).